Event description:
Affordable dental chairs adc based out of (B)(6) sold me a dental chair direct. I was suspicious at first since this type of equipment is normally sold through authorized distributors but the price was just too low to turn down. I bought the product and they installed it and after using it I saw rust coming from out of the tubing¿s which in turn place water into the patients mouth.